Event description:
It was reported that there was an issue with the touchscreen responsiveness on the pump. The pump screen had frozen and was not responding to input. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.